Event description:
A report was received that the pt was experiencing urinary urgency. The physician wanted to replace pt's percutaneous leads with a paddle lead in hopes that will resolve the pt's issues. The physician chose to explant the pt's precision system instead of replacing the leads. The pt was reportedly doing well following the procedure.